Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results two hours after meals range from 120 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call an hour and a half after meal ((B)(6) 2015; 5:36 pm) with results of 130 mg/dl and 125 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 03/31/2017 and open vial date is one month ago. Recall test results performed (fasting / before meals / after meals) from meter memory: (B)(6), 8:19 - "lo"; (B)(6), 2:33 pm - "lo"; (B)(6), 11:59 pm - 21 mg/dl; (B)(6), 7:18 pm - 88 mg/dl; (B)(6), 8:24 pm - 45 mg/dl. Based on the "lo" results recorded in the memory and obtained by the customer, the complaint is reportable. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user has low glucose value.

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results two hours after meals range from 120 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call an hour and a half after meal ((B)(6) 2015; 5:36pm) with results of 130 mg/dl and 125 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 03/31/2017 and open vial date is one month ago. Recall test results performed (fasting / before meals / after meals) from meter memory: (B)(6). Based on the "lo" results recorded in the memory and obtained by the customer, the complaint is reportable. Adverse event not reported.